Event description:
On dec 4, 2009, the lay user/pt contacted lifescan (lfs) alleging his one touch ultralink meter would not power on. The medical surveillance specialist (mss) spoke with the pt on dec 7, 2009 and obtained the following info. The pt reported that the alleged power issue began on the morning of (B) (6) 2009. The pt denied developing symptoms; however, claimed when he tested with his backup meter (freestyle) 1 or 2 hrs after the alleged issue started, he obtained a result of "330 mg/dl". In response to the elevated reading, the pt stated he took an increased dose of insulin (20 additional units). The pt confirmed that he replaced the subject meter's battery; however, the alleged power issue remained unresolved at the time of troubleshooting. There is no indication that the reported issue caused or contributed to a serious injury. The pt did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.